Event description:
The customer reported the ventilator failed pre-operational self testing due to a crossover circuit fault. A crossover circuit fault may result in a volume loss during use in normal ventilation operation. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a crossover circuit test failure as reported. Extended self testing and performance verification testing were completed and testing passed.